Event description:
It was reported that the ventilator stopped delivering flow when the oxygen concentration was set to 21%. Performed pre-use check after that failed the internal leakage, pressure transducer and flow transducer tests. There was no impact on pt. (B)(4).